Manufacturer narrative:
The reported event was unable to implant due to lead slack issue. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for the damages found consistent with procedural damage. All tines were intact and undamaged.

Event description:
It was reported that during an implant procedure, there was a lead slack issue and the lead was unable to be implanted. A new lead was successfully replaced. No adverse effects were reported.